Event description:
The baxter field service technician serviced a colleague infusion pump on (B)(6) 2010 for a battery issue onsite at the customer's facility. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history on (B)(4) 2010, it was discovered that there was a battery depleted set alarm that occurred on (B)(6) 2010 during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.